Manufacturer narrative:
(B)(4).

Event description:
Procedure type: liver resection. According to the reporter: the surgeon used an endo gia ultra with 30mm 2.5 reload to transect the right hepatic vein. There were no issues with firing the stapler and it did not feel abnormal or perform unusually. The surgeon fired two more 30 mm 2.5 endo gia cartridges during the procedure with no problems. Approximately one hour after the rhv had been stapled, as the surgeon was completing the liver resection, the staple line on the rhv failed across its entire length. The surgeon, who described the staple line as 'unravelling', controlled the bleeding and sewed the vein closed. The patient required CPR during the procedure due to the high blood was lost, 2 units of blood were transfused. The right hepatic vein was clamped an sutured closed. Extension of the operating room surgical time by 45 minutes. No unanticipated tissue loss or tissue damage. Patient current status reported as fine. The device is being returned for evaluation. There ws not tissue reinforcement used during this procedure.